Event description:
It was reported that an incident that occurred in the nicu in which the reporter stated that a PICC line clotted off 18:30 on (B)(6) 2011 with "no pump alarm." The IV set in use is a baxter buretrol set, 2h7562 (non-dehp tubing). Upon further communication with the customer, it was reported that 4 lines were lost due to clotting off, two appear to be related to the pump not alarming for occlusion, two are still suspect and could be related to lack of flushing or another issue. Flow rates ranging from 0.5 - 1 ml/hr. One of the lines that clotted was reportedly infusing at 3.5 ml/hr. Lines were heparinized to help maintain patency. The customer also reported the occurrence of nuisance upstream, downstream and air in line alarms.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted. Second and third pt events included in this complaint were reported under sigma MDR numbers 1314492-2012-00016 and 1314492-2012-00017.